Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reports that reservoir compartment was broken and had missing pieces. Customer's blood glucose was 104 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with cracked lcd window, cracked case at the display window corner, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.